Manufacturer narrative:
This report is submitted on january 17, 2022.

Event description:
Per the clinic, open circuits were noted on 20 out of 22 electrodes (specific date not reported). The implanted device remains. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
Per the clinic the device was explanted on (B)(6) 2022, and the patient was reimplanted with another cochlear device during the same surgery. This report is submitted on july 19, 2022.